Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the operating room for a scheduled pulse generator upgrade procedure. During the upgrade, the physician elected to cap and replace the right ventricular lead since it had been exhibiting a reduction in r wave sensing during follow-ups. Upon opening the pocket, a lead insulation abrasion was also noted. The procedure was completed successfully and the patient was doing fine during and post surgery.